Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons are sticky and was slowing down. The customer¿s blood glucose level was unknown. The customer was declined troubleshooting for all issue. Customer stated that insulin pump received unexplained no delivery alarm and reject new batteries during replacement. The customer stated that insulin pump had rewind slower, lock and became unresponsive. The insulin pump will not be returned for analysis.